Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported a patient who was treated with the incorrect prescription during a flap lift enhancement. The patient reported difficulty focusing and blurry vision. An additional enhancement is scheduled. Additional information has been requested.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received, a user error caused the incorrect treatment on the initial enhancement. The patient underwent an additional enhancement to correct for initial enhancement.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to and after the date of treatment. The root cause can be determined as use error. The surgeon must manually confirm the entries made to the system. The surgeon is fully responsible of the calculated refraction to be entered. There is no indication of a product malfunction which could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).